Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that there was very poor phone connection and the caller was cutting in and out. The patient was in the ER and needed to get an MRI of head. They came to the ER yesterday. The caller had put the patient in MRI mode several other times but this time when they put the blue part on the patient body and turned the machine on it said contact had been made and then it said something complete. It wouldn't let them go anymore. A little sign came up incomplete. The agent walked the caller through connecting to the stimulator to confirm the message. They got end of service. Therapy has stopped. Replace the internal device to continue therapy. The caller said the patient hadn't been using the therapy, because they didn't think the placement was right and it wasn't working. They hadn't turned the therapy on. The patient was redirected to their healthcare provider to further address the issue. They had no doctor anymore their doctor retired. The nurse from the hospital got on the l ine. They provided them with technical service phone number to call about guidelines of MRI with device at end of service (eos).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.